Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had a poor technique. Manufacturer contacted customer with follow up phone calls for knowing the customer's conditions; customer feels well; customer received a nurse visit regularly for several concern health; customer blood sugar tested and results within range; nurse provide meds to customer no related to glucose products; customer did not seek medical attention.

Event description:
Consumer reported complaint for e-4 error; test strip error. The customer's expected blood glucose test result range is 140mg/dl-150 mg/dl. The customer report symptoms of hyperglycemia such as dry mouth and fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is visited by a home health nurse weekly due to other health concerns. The test strip lot manufacturer's expiration date is 06/30/2018. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with e-4 error message displayed caused for strip connector damaged. The root cause is foreign material on the strip connector; substance with appearance like blood. Manufacturer contacted customer with follow up phone calls for knowing the customer's conditions; customer feels well;customer received a nurse visit regularly for several concern health; customer blood sugar tested and results within range; nurse provide meds to customer no related to glucose products; customer did not seek medical attention.

Event description:
Consumer reported complaint for e-4 error; test strip error.the customer's expected blood glucose test result range is 140mg/dl-150 mg/dl. The customer report symptoms of hyperglycemia such as dry mouth and fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is visited by a home health nurse weekly due to other health concerns. The test strip lot manufacturer's expiration date is 06/30/2018. Adverse event not reported.